Event description:
It was reported that at a routine device replacement procedure, insulation damage was noted around the is1 pin of the atrial lead. The lead was repaired and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID e2dr01aa, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2013. (B)(4). (B)(6).